Manufacturer narrative:
This lead remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of high impedance is a known inherent risk of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance high out of range (greater than 2081 ohms) on the right ventricular (rv) channel. A technical service (ts) consultant reviewed the device data, providing recommendations to perform rv lead integrity testing. The device remains implanted. No adverse patient effects were reported.